Manufacturer narrative:
(B)(4).

Event description:
A patient was being paced by a non-sjm external pacemaker. When adjusting the 6f pacel bipolar pacing catheter cable at the bedside, the cathode terminal detached/ separated exposing partially attached cabling. The pacing wire at the groin entry had become detached from the connector. The monitor indicated that the patient's heart rate dropped dramatically. The device was functional after splicing the cabling together to complete the circuit and repair to insulate the wire. Patient on ward and stable. Later, the procedure was completed as per the management plan by implanting a permanent pacemaker.

Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded that the unmarked connector pin was detached from its corresponding leg wire. The unmarked leg wire had been fitted with a connector blade by the customer after the leg wire detachment. The condition of the unmarked leg wire after detachment could not be confirmed, due to the connector blade crimping and subsequent wire damage. The condition of the returned device precluded further analysis of the leg wire. The unmarked shrouded connector was disassembled to enable visual inspection of the connector pin; the connector pin had eight indentations present and penetrated into the pin lumen consistent with proper crimping. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported event remains unknown, due to damage to the device previous to analysis. The pacel bipolar pacing catheter instructions for use (IFU) cautions the user that proper electrical functioning of the device requires that the user handle the bipolar pacing catheter with care. Stretching and/or kinking while wiping may result in damage. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.